Event description:
In a review of published literature, these findings were noted: nakai m, sato m, sato h, sakaguchi h, et al. Midterm results of endovascular abdominal aortic aneurysm repair: comparison of instruction-for-use (IFU) cases and non-IFU cases. (B)(4) journal of radiology. Of 124 pts (104 men, 20 women; mean age (B)(6); age range (B)(6)) with aaa who underwent evar with the zenith (68 pts) or excluder device (56) and were analyzed, 86 were IFU and 38 non-IFU. This article mentions that a total of 8 pts had type I endoleak immediately following evar. Three of these pts were treated with gore excluder aaa endoprosthesis. Of the 8 pts, 4 had secondary interventions whereby aortic cuffs or bare metal stents implanted to treat the endoleak. All the type I endoleaks were resolved three months post evar.